Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient has had difficulty charging the ipg. The patient has had issues with locating the ipg with external devices and has had an increase in charge time. As a result, the ipg was explanted and replaced on (B)(6) 2019.